Manufacturer narrative:
H11: kim jh, jeon ub, jang jy, kim yw, hwang jy, lim yt, yang ej. Radiologic placement of hickman catheters using intravenous sedation in pediatric patients under 20 kg. Medicine (baltimore). 2022 feb 18;101(7): e28857. Doi: 10.1097/md.0000000000028857. Pmid: 35363188; pmcid: pmc9282005. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the observational study in medicine of article titled, "radiologic placement of hickman catheters using intravenous sedation in pediatric patients under 20 kg" that sometime post central line placement procedure by using bard hickman catheters to evaluate the radiologic placement of catheters using intravenous sedation, out of fifty nine catheter placement, four occurrences of infection and one occurrence of cardiac arrhythmia was noted. The current status of the patient was unknown.

Event description:
It was reported in the observational study in medicine of article titled, "radiologic placement of hickman catheters using intravenous sedation in pediatric patients under 20 kg" that sometime post central line placement procedure by using bard hickman catheters to evaluate the radiologic placement of catheters using intravenous sedation, out of fifty nine catheter placement, four occurrences of infection and one occurrence of cardiac arrhythmia was noted. The current status of the patient was unknown.

Manufacturer narrative:
H11: kim jh, jeon ub, jang jy, kim yw, hwang jy, lim yt, yang ej. Radiologic placement of hickman catheters using intravenous sedation in pediatric patients under 20 kg. Medicine (baltimore). 2022 feb 18;101(7):e28857. Doi: 10.1097/md.0000000000028857. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported bacterial infection and arrhythmia as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalog #), g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.